Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that pump module was meant to be infusing but nothing was being pulled from the bag and that the pc unit had no audible alarm. There was patient involvement but the information on patient impact is unknown. Although requested, further information was not provided.

Manufacturer narrative:
Additional information: imdrf annex a and g codes.

Event description:
It was reported that pump module was meant to be infusing but nothing was being pulled from the bag and that the pc unit had no audible alarm. There was patient involvement but the information on patient impact is unknown. Although requested, further information was not provided.